Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the (B)(6) patient underwent a laparoscopic procedure to remove a large uterine fibroid on (B)(6) 2015 in which a morcellator was used and the pathology found cellular leiomyoma with myxoid degenerative changes and areas of infarct necrosis. After a subsequent procedure on (B)(6) 2011 for a rapidly growing fibroid, the pathology revealed cancerous tissue and diagnosed her with a uterine sarcoma.